Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with approximately 100-110 units of insulin. There was no impact to the customer's blood glucose level.

Event description:
Reportedly, the cartridge was filled with approximately 100-110 units of saline.